Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The customer reported problems observed in devices in general are caused by 3 transducer (exhal press, turbine diff, exhal flow) malfunctions on the motherboard and, as our opinion, software failure in memory. Eproms on the devices are also recorded for malfunctions and if this record is processed, even if these transducers are changed, the malfunction record is active, as soon as the device is turned on, the vent does not work. The customer reported when the device is started, the engine runs one cycle and if it sees an error, the vent does not work and stops, but in these software versions, the engine does not run without running the vent as soon as the device screen comes up and the engine fails because there is information written on the device, the device starts with an error and does not allow it to run. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported vent inop, motor error and xdcr fault issue on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.